Event description:
It was reported that the probe initialized fine but gave a blue cable error during the first sample of a breast biopsy procedure. The unit was reset, another attempt to take a sample was taken and no sample was able to be returned. The probe was swapped with a second probe and the case was completed with no pt consequence. One device to be returned for analysis by customer.

Manufacturer narrative:
Evaluation summary: the analysis site confirmed the customer complaint and found the uniboard was causing the unit to have blue cable errors per the customer complaint. To correct the complaint, the analysis site replaced the uniboard. Per the service manual, service test were performed with no functional faults found. As part of the standard service process, replaced the muffler and applied dow corning lubricant to the dc motors. Complaint info is trended on a regular basis to determine if further investigation is warranted.